Manufacturer narrative:
Without an evaluation of the device no root cause determination can be made. It appears that the extension tubing may have been over pressurized causing the silicone material to weaken. This led to the ballooning of the extension when it was flushed. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process.

Manufacturer narrative:
The device sample is available but has not yet been returned. When the sample is received and the investigation is complete a supplemental report will be submitted.

Event description:
Extension tubing ballooning when pressure applied.